Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Via voluntary mw5117897, patient reported ruptured, leaked into arm pit, hypothyroidism 2 yrs after implant, diagnosed with inflammatory arthritis, fib, uti and a bakers cyst, right arm was paralyzed with difficulty walking, severe brain fog and blurred vision. This is for the right side record. The device has been explanted.